Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). The complaint device was returned for analysis. The returned device was loaded onto a mandrel and attached to an encore inflation unit. Positive pressure was applied, and a pinhole leak was identified 2mm distal from proximal markerband. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. No other issues were noted. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22-jan-2020. It was reported that balloon leak occurred. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during procedure the balloon was leaking gas at first inflation and did not reach burst pressure. The device completely removed from the patient's body. The procedure was completed with another of a same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.